Event description:
Journal reference: deuschl et al. "A randominized trial of deep-brain stimulation for parkinson's disease" the journal of medicine; 2006; 355; 9; p.896-908. The article describes the results of a randomized-pair trial of 156 patients with advanced parkinson's disease and severe motor symptoms. The study compared neurostimulation (deep brain stimulation) with medication only. A number of neurostimulation patient complications were reported. Reportable event: a pt expired due to intracerebral hematoma that occurred during surgery. No additional info concerning the cause of the death was provided.